Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 31 mm amplatzer amulet left atrial appendage occluder was chosen for procedure. Post implant, the patient developed asymptomatic ventricular arrhythmias. A transthoracic echocardiogram (tte) was performed revealing the device had embolized into the left ventricle. The patient was brought for surgical removal of the device and closure of the defect. The physician suspects that the embolization was caused by the high contractility, presence of recess at the left atrial appendage and the high traction between the device disc and the lobe. The patient was stable throughout the procedure, was hospitalized for monitoring and has remained stable. No additional information has been provided.

Manufacturer narrative:
An event of "asymptomatic ventricular arrhythmias" and device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.